Manufacturer narrative:
The product information is unknown which necessitates that the expiration and manufactures are also unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
An event involving a spinning chemolock experienced disconnection. As per report, there was a disconnection between chemolock port and standard y-site (smallbore bifude ext set w/2 microclave clear, 2 clamps, luer lock). The sample is not available for evaluation. There was unknown patient involvement and there was unknown harm/adverse event reported.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.